Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Customer thinks that there is possibility that simultaneous surgery with cataract surgery is contributing factor. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, a patient experienced cornel endothelium cell reduction. The customer reports there is possibility that simultaneous surgery with cataract surgery is contributing factor. Additional information was requested.